Event description:
The surgeon inserted a single piece collamer intraocular lens model cc4204bf into patient's eye and noticed the lens was torn. The lens was removed withou enlarging the incision. No patient injury. The reporter stated that the lens tore due to the wrong cartridge that was used with this lens and injector. This is the second of two that this happened to on this same patient. See MDR report number 2023826-2006-00213 for information one the first incident.